Event description:
The customer returned the device for service. Upon return of the device, the technician found that it got warm and the outer bearing did not rotate. This is report 1 of 1 for complaint #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, it was revealed that the device gets warm and the bearing does not move. The device was repaired and returned to the customer on (B)(4) 2012. Placeholder.